Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep. Overdischarge was reported. It was noted that patient non-compliance may have led or contributed to the issue. A physician mode recharge was done and the battery recovered and was fully charged. The patient was receiving good stimulation now. The issue was resolved as of (B)(6) 2017, and it was noted that no further follow-up was necessary. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins recharger (insr) was not recognizing their implant. The patient stated that the first time they tried to charge and was not able to was about a year ago. They also reported that when they were in bed the device would turn and flip. It was noted the patient had lost a lot of weight. The patient stated that they changed their medication and they were having more pain so they needed the device. The patient was sent healthcare professional (hcp) listings and was advised to see an hcp for a possible jump start. No further complications were reported. Follow-up was conducted.